Event description:
I had the essure device implanted in (B)(6) 2011. Shortly thereafter, I had several 30 day menstrual cycles. I have dealt with migraines, weight fluctuation and extreme cramping. Diagnosis or reason for use: birth control.